Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. The blood glucose reading was in the 400 mg/dl range. The customer's father stated that the customer's blood glucose readings had been over 400 mg/dl over the course of the past several days and was vomiting. The customer was treated with an insulin drip and also a sugar and water drip. The customer was wearing the insulin pump at the time of hospitalization. The customer's father stated that the mother had not been checking the blood glucose levels and suspected that the issue had been due to negligence. Nothing further reported.